Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that during an intraocular lens (iol) implant procedure the iol was scratched. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic has scratches and split/cracks on the anterior and posterior sides of the optic. A qualified associated product was indicated. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).